Event description:
A pharmacist contacted lfs (B)(4) on (B)(6) 2011 on behalf of the patient alleged inaccurate high readings on the patient's one touch vita meter compared to the pharmacist's one touch vita meter. A medical surveillance specialist (mss) sent follow up questions and the customer care advocate (cca) had to contact the pharmacist, since the patient did not speak (B)(4) to answer the follow up questions: the pharmacist mentioned that the patient had obtained a 138 mg/dl and a 137 mg/dl on their one touch vita meter and less than 30 minutes later tested on the pharmacist's one touch vita meter and obtained a 137 mg/dl. The pharmacist mentioned that on (B)(6) 2011 at 11:00pm, the patient had fainted due to the alleged high readings and was treated by their hcp. The pharmacist does not know what the alleged high reading was prior to the patient fainting or what the patient was treated with by their hcp. The pharmacist did mention that prior to fainting the patient had taken 1000 mg of metformin. No further clinical information was provided about the incident and the pharmacist was unable to provide any further clinical information. It would have been helpful to know the patient's diabetes regimen, readings prior to the symptoms, treatment the patient received and whether the patient was tested on another device. The technique of applying blood on the test strip was correct. While troubleshooting, it was noted that the test strips the patient had been using had been opened longer than the discard date. Using expired test strips may lead to false blood glucose readings. The product was replaced. The complaint is being reported since the pharmacist alleged that due to the inaccurate high readings, the patient fainted and had to be treated by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do the 510 (k) # is k082513.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.